Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-colectomy procedure, the patient experienced an isolated tachycardia. This tachycardia persisted and accompanied by pain on the second day after the procedure. Laparoscopic approach and laparotomy was done to correct the issue. The surgeon noticed an inflammation and stool aggregates in the beige mechanical staples (small size) and disassembled the staple line and stitches it with thread manually performing a colostomy. Patient hospitalization was extended.